Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter (B)(4). Should the device or additional information become available, a follow-up medwatch will be submitted. A 510 number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510 number. However, it is being reported because it is same as or similar to product distributed within the u.s.

Manufacturer narrative:
(B)(4). Sample evaluation: the reported condition of a colleague infusion pump with a stuck key alarm was confirmed during review of the event history but not duplicated by service. The cause of the alarm was not identified; however, the pumphead was replaced as a precaution. Additional information: a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. This involved a colleague version p1.7 infusion pump with a user interface module master software version 8.11.00.

Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a stuck key alarm. It is unknown when or in which care area this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown.